Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the device could not switch between high and low speed. A rotapro console was selected for use. During the procedure, it was noted that the device could not switch between high and low speed. The procedure was completed with this device. No patient complication or other additional intervention reported. The patient is stable post procedure. It was further reported that the speed was set to 60k-90k rpm; however, the rotational speed reached until 130k rpm in dynaglide mode.

Event description:
It was reported that the device could not switch between high and low speed. A rotapro console was selected for use. During the procedure, it was noted that the device could not switch between high and low speed. The procedure was completed with this device. No patient complication or other additional intervention reported. The patient is stable post procedure. It was further reported that the speed was set to 60k-90k rpm; however, the rotational speed reached until 130k rpm in dynaglide mode.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The rotapro console failed cis rotapro manual test due to an air leak from the pneumatic kit. Failure was detected at advancer dyna mode button functionality test as its flowrate was out of specified range. The final functional test will not create a printout when this portion of the test fails. The cause was traced to a faulty pneumatic kit.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the device could not switch between high and low speed. A rotapro console was selected for use. During the procedure, it was noted that the device could not switch between high and low speed. The procedure was completed with this device. No patient complication or other additional intervention reported. The patient is stable post procedure.